Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: are any samples available for return? Yes. Reported issue per customer: 1/26/24 cust loren toda emailed rep jpoe to report the following: we had a piece of the spike break off inside of the bag the tubing connected to and found that lot number 23109377 of product ime2426-0007. Was used.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the spike broke off into the bag could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23109377 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined h3 other text : see h10 below.

Event description:
No additional info.